Event description:
During t2 femoral nail surgery, the femoral canal was reamed 11mm then while 9mm nail was inserted from the apex of the greater trochanter, the tip of the nail was impinged at the medial side of the canal. Then the surgeon hit the nail with the hammer and the tip of the nail looked deformed so the surgeon removed the nail and found that the nail was deformed at the distal screw hole. The surgeon used 10mm nail without any problem.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.